Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device was alarming for a "service required" alarm condition. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's internal battery needs to be replaced to address the issue. Per the customer request the device was returned to the customer unrepaired.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition was observed requiring the internal battery to be replaced. The internal battery was found to charge as designed. The internal battery was not replaced.